Manufacturer narrative:
Additional clarification was received on (B)(6)2020 on the event. It was also reported that the design line could not be selected to draw on the map while mapping with the ablation catheter. Also, on (B)(6)2020 , additional information was received confirming that no cutoffs were exceeded. Investigation summary: it was reported that a patient underwent right atrial flutter ablation procedure using the thermocool® smart touch® sf bi-directional navigation catheter. Patient had a small effusion pre-procedure. During the ablation phase, a perforation of the r-afl (tricuspid isthmus) was discovered by ultrasound and transesophageal echocardiogram (tee) and the force and impedance jumped up. No cutoffs were exceeded. A pericardiocentesis was performed and the caller did not know how much fluid was extracted. The patient stayed in the hospital for an extra two days for observation and had fully recovered. There were no biosense webster, inc. Product malfunctions. It was also reported that the design line could not be selected to draw on the map while mapping with the ablation catheter. Fast anatomical mapping (fam) was turned on and off, the measuring tool was turned on and off and the glass tool re-opened with no resolution. A new map was created and when faming for a second resolved the issue. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 5/14/2020, providing an additional concomitant product. Therefore, processed the ¿d11. Concomitant medical products and therapy dates¿ field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent right atrial flutter ablation procedure using the thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Patient had a small effusion pre-procedure. During the ablation phase, a perforation of the r-afl (tricuspid isthmus) was discovered by ultrasound and transesophageal echocardiogram (tee) and the force and impedance jumped up. A pericardiocentesis was performed and the caller did not know how much fluid was extracted. The patient stayed in the hospital for an extra two days for observation and had fully recovered. The physician assessed this event as patient condition related. There were no biosense webster, inc. Product malfunctions. Transseptal puncture was not performed. There was no evidence of steam pop. The irrigation settings were standard for smarttouch sf at 35 watts. There were no errors displayed on biosense webster equipment. The generator used was smartablate. It was also reported that the design line could not be selected to draw on the map. Fast anatomical mapping (fam) was turned on and off, the measuring tool was turned on and off and the glass tool re-opened with no resolution. A new map was created and when faming for a second resolved the issue. Since cardiac tamponade may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it was assessed as MDR reportable. The high impedance issue and the ¿software bug¿ issue of the design line could not be selected to draw on the map were assessed as MDR not reportable. The potential that they could cause or contribute to a death, serious injury, or other significant adverse event, were remote. The high force issue was assessed as not reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low.